Event description:
It was reported that there was system fault 41171. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. The root cause was an alarm bfc fault and the pwa is malfunctioning. The pwa board was replaced. The device passed all functional tests. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.